Event description:
Caller states that the inform base has burnt pins. In addition, the floor advised that they smelled smoke from the base. Caller stated that the base pins and plastic are melted and appear to be brown. Base is wiped down with alcohol. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform base. Reference medwatch with patient identifier (B)(6) for the inform meter.